Event description:
The cobe is05011 instrument is used for stem cell collections. The closed system kit used was lot #08m15204. Patient is almost 2 years old and this is an autologous collection. The centrifuge in the cobe developed a leak from the kit used at the end of the stem cell collection. At this point instrument automatically shuts down. Patient did not experience any adverse reactions and the stem cell product was not compromised, however, it is possible that we were not able to get the optimum dose for the product if the collection was not interrupted in this manner.